Manufacturer narrative:
Title: application of contrast-enhanced ultrasonography (ceus) in the assessment of kidney wound recovery after nephron-sparing surgery source: cancer management and research 2021:13 3925-3934. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a study analyzed outcomes of patients who underwent laparoscopic nephron sparing surgery or robot-assisted nephron-sparing surgery between april 2019 and january 2020. Sutures on needles with surgical clips were used to from other company were used to repair the kidney after removal of the tumor. There were 90 patients in the study and postoperative complications included bleeding. One patient required radiologic intervention with admission for bleeding. Blood transfusions were also required.